Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. Per additional information received via ttm on 01apr2026, biomed was unable to get device to take water. Fluid delivery line (fdl) was not connected. Had latch it back into place and confirmed nothing connected to fluid delivery line (fdl) ports. When they tried to fill the device again, could hear the pump engage, but device was not taking water. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. Per additional information received via ttm on 01apr2026, biomed was unable to get device to take water. Fluid delivery line (fdl) was not connected. Had latch it back into place and confirmed nothing connected to fluid delivery line (fdl) ports. When they tried to fill the device again, could hear the pump engage, but device was not taking water.